Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed, however the photos did not identify a specific product issue. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during draw the tube did not fill completely with a bd vacutainer® k3e 5.4mg plus blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints) steel tube do not fill completely. New sample taken with reprint. During the donation.